Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve broke during subcutaneous placement. According to the report, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. The delta chamber was observed to be intact. The valve did not meet the requirements for leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials¿. The IFU also cautions ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. The IFU also indicates that ¿it is suggested that the strata ii valve be placed in a surgically created loose subgaleal pocket, avoiding compression by the overlying scalp, and not under the scalp incision¿. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).